Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
It was reported that a patient implanted with an impella cp experienced bleeding and required a transfusion of red blood cells. The patient was transported for a peripheral angiogram and coded upon arrival in the lab, and expired.

Manufacturer narrative:
The root cause of the access site bleeding issue was not determined since product was not returned and insufficient clinical details provided. The pump passed all the post sterile inspection checks.